Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 505 mg/dl. The customer was treated with the insulin pump for high blood glucose. Customer states this was the second occurrence of off no power. The customer also stated that they did not receive a low battery alert prior to the off no power alert. Troubleshooting was performed for issues with off no power. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No unexpected battery power loss anomaly noted during test. Insulin pump received with cracked keypad overlay.